Event description:
Medtronic received information that during the deployment portion of the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block. A permanent pacemaker was implanted 2 days post-operative, which resolved the issue with no adverse patient effects. Patient was started on coreg after pacemaker implant. Device remains implanted.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: device remains implanted. No device analysis will be performed. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. The device history record review and investigation are in progress. Once the review and investigation is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.